Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Customer's blood glucose level was 107 mg/dl.